Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. We observed a leakage at the white stopcock joint when we attempted to inject liquid into the internal carotid balloon. As a result, the internal carotid balloon failed to inflate. Upon further inspection of the joint, we observed an inadequate amount of glue at the stopcock joint. Common carotid balloon inflated and deflated properly. The root cause of the issue was determined to be an operator error- not enough glue was applied on the stopcock joint during the assembly process. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. We have recently implemented a corrective and preventive action (CAPA) to address this issue and prevent them from reoccurring. The malfunction was detected during pre-use check. This device was not used for the procedure.

Event description:
During pre-use check, when the surgeon attempted to inflate the internal carotid balloon with saline, he observed a leakage at the stopcock joint. The malfunction was detected during pre-use check. Surgeon used another f3 shunt for the procedure.